Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump tube clamp mechanism could not be adjusted. The user turned the tube clamp dial and one of the grooves of the tube clamp mechanism could not be opened. The user was able to open it and found the black plastic inside the device was broken. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.